Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press. Customer¿s blood glucose level was unknown. Customer also reported 1 or 2 random and unexplained no delivery alarms, motor makes a little bit of a grinding noise and is louder than it used to be and the batteries last 2 days to 2 weeks. The device will not be returned for analysis.